Manufacturer narrative:
D9/h3 - a portion of the percutaneous lead was returned for evaluation. Incidental findings: superficial damage to the outer jacket was noted approximately 8.5" and 11" from the controller connector. Manufacturer's investigation conclusion: review of the submitted log files confirmed pump stop events. Based on past experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, these findings could be indicative of driveline damage; however, no damage was identified through the examination of the replaced external portion of the patient's driveline. In addition, the evaluation of the submitted log file confirmed elevations in pump power and flow; however, a specific cause for these findings could not be conclusively determined through this evaluation. A direct correlation between the reported gastrointestinal bleeding and heartmate ii lvas, serial number vad-62504, could not be conclusively established through this evaluation. The submitted log files captured transient pump stop events on 27jan2024 and 31jan2023 with associated low speed hazard and low flow hazard alarms. The associated voltage levels indicated that the pump stop events occurred when the system was powered by batteries on the black power cable power and a power module on the white power cable, grounding the system. In addition, pump power showed a slight increase between 17jan2024 and 31jan2024 with several transient increases in pump power above baseline throughout that time. No other notable events or alarms were captured. A distal-end driveline replacement was performed on 31jan2024 and approximately 20¿ of the distal-end of the driveline was returned for evaluation. The replaced driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. Upon removal of the outer jacket, the underlying metal braided shield revealed breakdown consistent with duration of use. Visual inspection of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to check the integrity of each wire¿s insulation. The test did not reveal any current leakage through the insulation of any of the driveline wires. The patient remains ongoing on heartmate ii lvas, serial number vad-62504. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU), rev. C, and patient handbook, rev. C, are currently available. Section 1 of the IFU lists bleeding as an adverse event that may be associated with the use of heartmate ii lvas. Section 6 ¿patient care and management¿ (under "anticoagulation") contains information regarding the recommended anticoagulation therapy and inr range that should be maintained for patients using the device as well as the recommended anticoagulation modifications in the event there is a risk of bleeding. Section 1 of the IFU also addresses all pump parameters including pump speed, power, flow, and pulsatility index (pi). In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Additionally, section 6 of the IFU, under ¿pump performance monitoring¿, explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 6 of the IFU entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. The heartmate ii lvas patient handbook contains a section on ¿caring for the driveline¿ which discusses how to prevent damage to the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged). The section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to each alarm condition. A section on handling emergencies is also provided. The relevant sections of the device history records for vad-62504 and the driveline, serial number 20357 were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Review of further log files captured transient driveline faults, driveline disconnects, low speed advisories, and pump stops that occurred during the driveline repair. The log files also captured multiple elevations in pump power and flow, many of which were associated with pulsatility index (pi) events.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted from the emergency room to the cardiac care unit for gastrointestinal bleeding. The source of the bleeding was determined to be two angiodysplastic lesions in the stomach. The bleeds were treated with clips, hemostatic spray, and 2 units of packed red blood cells. The bleeding had resolved. During their admission, the patient was connected to a power module (pm). When this occurred the patient had a near syncopal event and a pump stop. The patient was placed on an ungrounded patient cable and no further pump stops were noted. A review of the log file revealed 1 pump stop and 3 low speed advisories on 27jan2024. This issue only appeared when the patient was connected to the pm. An extracorporeal driveline repair was performed on 31jan2024 at the patient's bedside. The driveline repair was approximately 3" inches from the exit site. After the repair, a grounded patient cable was connected and the patient immediately experienced another brief pump stop. This occurred while the patient was performing a torso body movement (leaning forward) and the patient was symptomatic with lightheadedness. The patient will be discharged with an ungrounded patient cable and will be issued a home power module. Pump exchange was discussed with the patient but the patient declined this intervention. Review of further log files revealed multiple elevations in pump power and flow.